Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/particles in valve: opening device assessed, as unidentified (tear) opening (shell thickness was within specification). No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional, later reported, "particles in valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "particles in valve." Device has been explanted and replaced.